Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 the patient had a right ear infection which has been treated. In (B)(6) 2016 it was reported that the electrode array was visible from the eac; confirmed by x-ray. A revision surgery including cleaning up of the extra cochlear cavity is planned.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, the patient had a ear infection for which the patient was under medical treatment in (B)(6) 2016. It was reported that in september 2016, the electrode array was visible from the eac and the device was not providing benefit to the patient due to this post-operative active electrode migration out of cochlea as confirmed by x-ray. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In (B)(6) 2016 the patient had a right ear infection which has been treated. In (B)(6) 2016 it was reported that the electrode array was visible from the eac; confirmed by x-ray. As per new information received, the patient has been re-implanted on (B)(6) 2017. The explanted device had slipped down behind the pinna, the surgeon found the electrode array severed beyond the nitinol strengthening, the electrode array was not in the cochlea. No active infection. A full insertion of the new implant was achieved.